Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical technician came out to his home on (B)(6) 2016. Customer did not want to go to the hospital. Customer had a low blood glucose level and his wife could not get him to respond to her, so she called the paramedics. Customer's current blood glucose was 68 mg/dl and then 84 mg/dl. Customer has treated with food and has been experiencing low blood glucose for the same day. Customer was wearing the pump at the time of the incident and stated that he will monitor his pump.